Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed, 2.5x30mm eccentric target lesion was located in the severely calcified and moderately tortuous, in-stent restenosed distal left circumflex (lcx) which had a 45 to 90 degree bend. Access was obtained via the brachial artery and the lesion was predilated with a 2.5x20mm quantum maverick balloon, leaving 80% residual stenosis. The 2.50x16mm omega stent delivery system (sds) was introduced to the lesion; however, the physician noticed that it was difficult to advance the sds and the tip of the device became stuck during advancement. The physician removed the sds and found that the stent was deformed. The procedure was successfully completed with another of the same device with no patient complications reported. The patient¿s current condition is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).